Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Patient readmitted on (B)(6) 2013 with "tia symptoms" and "inr subtherapeutic". Patient had "right sided facial numbness with radiation down his arm and 4th and 5th finger numbness." All symptoms resolved. Patient had a history of a tee with a left atrial thrombus as of (B)(6) 2013. Patient was discharged on (B)(6) 2013 with a diagnosis of tia. The clinical team believe that the left atrial thrombus and sub therapeutic inr.